Event description:
Capsule rupture observed on 2 patients during cataract surgery. The ruptures were detected after the use of the phaco. The implantation of the planned hk-iol was not possible. Further intervention for the lens implantation is required.